Event description:
The device was used during a thoracoscopic procedure. Reportedly, the instrument was difficult to open. The surgeon applied another device and the device did not cut. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.